Event description:
Information was received indicating that a smiths medical medfusion pump had an out of box failure. There was a system failure: force sensor bridge test. There was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Visual inspection of the device found it to be in good physical condition. Upon review of the event history log, force sensor bridge test error was noted. Device was powered on, and force sensor bridge test error was found at power up as a result of force sensor, plunger board and plunger assembly. The problem source however has been determined to be unknown.